Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00779 for the first spyscope digital access and delivery catheter and 3005099803-2018-00780 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded and the image was lost in the middle of the procedure. They used a second spyscope ds and found out that the working channel sleeve protruded as well. A spybite was passed down both spyscopes and there were no issues with the accessory device. Reportedly, no part of the devices were detached. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations, beginning near the distal tip. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. Maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise and the large knob was articulated in both directions. A functional evaluation was performed. The reported complaint incident of ¿loss of visualization¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. The device was fully articulated in all directions; no issues were identified. A guidewire was back-loaded through the distal end of the scope; no issues were identified. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The complaint was consistent with the reported complaint incident of ¿working channel sleeve protruding from spyscope ds.¿ further investigation found that the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00779 for the first spyscope digital access and delivery catheter and 3005099803-2018-00780 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded and the image was lost in the middle of the procedure. They used a second spyscope ds and found out that the working channel sleeve protruded as well. A spybite was passed down both spyscopes and there were no issues with the accessory device. Reportedly, no part of the devices were detached. The procedure was completed with a third spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.